Manufacturer narrative:
It was reported that the device had extruded through the skin flap. This report is submitted on september 07, 2021.

Manufacturer narrative:
This report is submitted on july 09, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to skin breakdown at implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.